Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 : reference MFR. Report# 1627487-2018-10078. It was reported the patient's ipg site was slammed against a door handle. As a result, the patient experienced an uncomfortable stimulation (described as shocking sensation) in the left leg. Surgical intervention may occur later to address the issue.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-10078. Follow-up identified that surgical intervention was undertaken on (B)(6) 2018 wherein the patient¿s leads were explanted and replaced with new leads. Reportedly, the patient¿s issue was resolved and therapy was restored postoperatively.